Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the user reported that a liquid came out of the needle before use.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the user reported that a liquid came out of the needle before use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0314061. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.